Event description:
Information received that during bpi head of bed would not raise up. No injury reported.

Manufacturer narrative:
Technician found that head of bed would not raise up. Replaced solenoid valve to resolve this issue.